Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te messages) was due to the electrode belt¿s pulse wire of the ECG "a&b" cable being physically damaged, causing the te resistance to measure too high. The root cause for damaged cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.